Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4). The complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the device was pulled and pushed in order to cross the lesion, the distal edge of the stent was lifted. There was no stent dislodgement and no fragments were left inside the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.